Event description:
This report summarizes one malfunction event. A review of the event indicated that model dr135510 pta balloon dilatation catheter allegedly ruptured. These report was received from various source. Of the one event, did involved patients with no reported patient injury. The patients age, weight and gender not provided.

Manufacturer narrative:
For the reported event, the sample was returned for evaluation, lot number was provided, lot history review. The complaint was reassessed for reportability and determined to be not reportable as it was reported that the pta balloon ruptured, with no detached material, vessel damage, or retraction issues. After inflation of the balloon, no water was observed exiting the balloon and the balloon was deflated without issue. Therefore, the result of the investigation is unconfirmed for the alleged balloon rupture as the alleged event could not be replicated. Evaluation of the device did not observe any contributing factors that would have caused the alleged event. The definitive root cause for the reported balloon rupture could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model dr135510 pta balloon dilatation catheter allegedly ruptured. These report was received from various source. Of the one event, did involved patients with no reported patient injury. The patient is 55 years of age, the gender is female, and the weight is (B)(6).